Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that during insertion, in a child intensive-care unit, the swg (spring wire guide) was difficult to advance (unraveled). A new set was used without issue

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The introducer needle was not returned. Visual examination revealed a few kinks throughout the wire and that the wire is unraveled from the end of the coil wire. Microscopic examination revealed that the proximal weld is full and spherical and the broken end of the core wire remained in the j-bend shape and exhibited necking. The core wire measured 672 mm, which is not within the specification and indicates that part of the core wire is also missing. The outside diameter of the guide wire was measured and was found to be within specification. Kinks were measured at 1.5 , 30.4, and 60 cm from the end of the core wire. The manual tug test revealed that the proximal weld is intact. A device history record (DHR) review was performed on the guide wire and introducer needle with no relevant findings. The guide wire graphic was reviewed as part of this complaint investigation. The IFU for this product cautions that if resistance is encountered while advancing or withdrawing the guide wire do not use force and warns not to retract the guide wire against the edge of needle while in a vessel to minimize spring guide wire damage. Other remarks: the reported complaint of the guide wire met with resistance during insertion was confirmed through visual examination of the returned sample. The returned guide wire was kinked, unraveled and separated from the distal weld. The distal weld and a small portion of the core wire were not returned. No manufacturing defects were found during this investigation. Arrow guide wires of this size (0.018") are designed and manufactured to withstand a tensile force of 2.0 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 1.1 pounds force for a larger size wire (0.025"). The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled and separated guide wire complaints. Based on these circumstances, it was determined that operational context caused or contributed to the event.

Event description:
The customer alleges that during insertion, in a child intensive-care unit, the swg (spring wire guide) was difficult to advance (unraveled). A new set was used without issue.